Manufacturer narrative:
H6) part has not been returned for evaluation as of the date of this report.

Event description:
A site representative reported having a problem detecting the frame and instruments after the stealthstation treon navigation system ran 20 minutes. Re-booting did not resolve the issue. This event did not occur during surgery. There was no pt present.